Event description:
The following was reported by a (B)(4) sales representative, via email, the (4450, 34mm) device was explanted after an implant duration of zero days, due to an unsuccessful ring repair. Per the operative report for the date (B)(6) 2010, the carpentier physio ring was explanted due to the mitral annulus was severely calcified, the portion of the calcified graft was unable to conform causing severe distortion, and surgeon decided to replace the native valve with a prosthetic valve.

Manufacturer narrative:
(B)(4) unsuccessful ring repair. Evaluation summary: red brown stains, most likely due to blood are evident. Minor tears and suture holes are detected in the sewing ring fabric. No other inconsistencies detected or in the x-ray. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformances.